Event description:
Brush head has detached - oral-b [device breakage] case narrative: female consumer via e-mail stated that the oral-b toothbrush head detached from the oral-b toothbrush, type 3756. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.